Manufacturer narrative:
A field service engineer (fse) contacted the customer by phone and confirmed the reported issue by review of the chromatograms provided via email. The fse identified on the results the retention times were running fast at 0.57 and an extra peak was being highlighted at times. The fse instructed the customer to reduce the flow factor by 0.06. The fse had the customer run test samples along with calibration and quality control (qc) with results within acceptable range and the customer confirmed there were no longer getting extra peak or variant flags. The hlc-723 g8 analyzer is operating as expected. No further action required by field service. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6) . There were no other similar complaints found during the searched period. The most probable cause of the reported event was due to lack of maintenance; the flow factor needed adjustment after changing the column and buffer.

Event description:
A customer reported potential discrepant patient results for sa1c on the hlc-723 g8 analyzer after changing the column and buffer lot. The customer confirmed some results were reported out, however, there was no confirmation by the customer of any patient impact due to the discrepant patient results. The customer stated the results were running significantly higher and when samples were re-ran the results did not correlate. A field service engineer (fse) was dispatched to address the reported event.